Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "wire/needle/cannula damaged or missing" was reported. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
After submission of the initial MDR, product was received on 3/27/2025 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-086116 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ correction. D4 UDI: - correction. H2 type of follow up: - correction. H6 - correction. H10: corrected data.

Event description:
It was reported detached or missing sensor wire occurred. The sensor was inserted into abdomen, which is off label usage of the device, on (B)(6) 2025.